Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication morphine (ms contin) 30 mg cr tablet was loaded to station sdses drawer 3 pocket 1 and scanned in, but the actual product was oxymetazoline nasal solution 0.05% (30 sprays, 15 ml container). The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 04-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that no errors were found on the system side. A technical support specialist connected to the server and investigated the issue and confirmed that no errors were present on the system side. The customer was advised to monitor the device and open a new ticket if the issue occurred again. The system functioned as intended when the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication morphine (ms contin) 30 mg cr tablet was loaded to station sdses drawer 3 pocket 1 and scanned in, but the actual product was oxymetazoline nasal solution 0.05% (30 sprays, 15 ml container). The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.